Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported after replacing the power supply, the blower was not working. The customer had closed the device before testing it. The customer reported there was no patient involvement.

Manufacturer narrative:
The filed service engineer (fse) evaluated the device while onsite and confirmed the reported problem. The fse reported the blower does not run; when the blower and the sensor pcba harness attached to the blower motor controller was touched, the blower would start to run. The fse inspected the connections related to the harness and no problems were found. The fse reseated all of the electrical connections including the blower and sensor pcba harness connection to address the reported problem. No parts were replaced.